Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (RA) lead exhibited unspecified capturing and sensing issues. Flurosocopy performed confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was stable throughout.